Event description:
During a lead follow-up, it was reported that the right ventricular (rv) lead was not achieving adequate capture. As a result, the physician decided to increase the amplitude and is considering a lead revision. The lead is still in service, and no adverse effects were reported in the patient.